Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. Same day patient suffered stent thrombosis in the implanted stent, confirmed by angiogram. Investigator assessed event has a causal relationship with device and not related to antiplatelet. Sponsor assessed event has a causal relationship with the device and not related to antiplatelet. Patient recovered.

Manufacturer narrative:
The investigator assessed the event as possibly related to the antiplatelet medication and index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was treated with pci and hospitalized. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as acute stent thrombosis, arc definite. Cec adjudicated clinically driven target lesion revascularisation. If information is provided in the future, a supplemental report will be issued.